Event description:
The customer reported that while the unit was in use on pt, the ECG waveform was not displayed and they were unable to obtain a trigger on ECG with the input in the ECG connector. ECG trigger could only be obtained through the phone jack. The pt was switched to another unit and therapy was continued. No pt injury was reported.